Event description:
This device case, which does not involve an adverse event, reported by a health care professional, who contacted the company with a product complaint, concerns a pt of unk gender, age and origin. The pt was taking an unspecified medication for treatment of an unk indication. On (B)(6) 2008 the humapen memoir burgundy (lot 0710c02) was reported to have symbols missing in the display and the pt had problems reading the signs. This humapen memoir burgundy complaint is associated with (B)(4). Refer to results/conclusion section. The operator of the device was unk and it was unk if the operator of the device was trained. It was unk how long the pt had used this device model. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose number display. It was unk if this humapen memoir burgundy was continued. Update (B)(6) 2009; additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; and added refer to results/conclusions section to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Eval summary. The user returned the actual complaint device for investigation because the "display symbols were missing" (lot 0710c02, manufactured october 2007). When received at the manufacturers, the power button did not turn to activate the device and dose numbers were missing segments on the 10's dose digit. The user would typically be aware of this malfunction. The investigation determined liquid ingress caused the malfunction. The directions for use prohibit continued use. Malfunction confirmed. There is evidence of improper use or storage. The investigation found liquid ingress within the device causing the copper on the flex board and the conductive traces on the lcd to corrode. This contamination is relevant to the investigation results and the user's complaint.